Event description:
It was reported that patient's implantable neurostimulator (ins) is dead. It was noted that the representative came in to turn the device off and found it was no longer working. The caller had no other details surrounding when the ins stopped working and who is the managing doctor. Compatibility guidelines were requested for the following: MRI of brain. Not related to the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v235031, implanted: (B)(6) 2009, product type: lead. (B)(4).